Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified proximal left anterior descending coronary artery. The physician attempted to inflate the apex monorail 2.0 mm x 8.0 mm balloon catheter to predilate the lesion, however, during the initial inflation the balloon was inflated to 6 atms and ruptured. The procedure was completed with a different device. No pt complications were reported and the pt's status was noted as "fine".

Manufacturer narrative:
(B)(6). It is indicated that the device will nto be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).